Event description:
The customer was not feeling well and used the device to check their blood glucose. They obtained a result of 201 mg/dl. They recheked their glucose on family member's meter and the reading was 245 mg/dl. Customer was taken to the ER and admitted into the hospital with a glucose level of 700 mg/dl. They were placed on a humulin drip. Controls were not used on the system. The device was replaced and requested to be returned for evaluation.